Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch verio iq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient stated that the alleged inaccuracy began around (B)(6) 2014. The patient stated that on (B)(6) 2014 at 6:00 am, she obtained a reading of "75 mg/dl" on the subject meter compared to a reading of "35 mg/dl" on another device, both readings taken within 30 minutes of each other. The following day at 11:00 am, she obtained a reading of "335 mg/dl" on the subject meter compared to a reading of "120 mg/dl" on another device, both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages her diabetes with novolog insulin and an insulin pump. The patient stated that she increased her novolog insulin dose by 2 units in response to the reading obtained of "335 mg/dl" but it's unclear if she changed her usual diabetes management regimen is response to the reading obtained of "75 mg/dl." The patient claimed to have developed the symptoms of "headache, irritable and shaky"; however, she denied having received any treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient was using an approved sample site, the test strips had not expired or been open for longer than the discard date, the test strips were not identified as counterfeit and the test strip vial was not cracked or broken. The csr also noted that the patient did not have control solution available to perform a walk-through test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿shaky¿ after the alleged inaccuracy began. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
The manufacturer narrative was omitted from the initial report. The missing information is below: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the alleged issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.